Event description:
It was reported that the lead showed evidence of a breach in integrity, and it was replaced. No patient complications have been reported as a result of this event. Additional information reported on a 3500a stated ICD lead malfunction.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Additional manufacturer narrative: corrected data: it was reported that the lead showed evidence of a breach in integrity, and it was replaced. No patient complications have been reported as a result of this event. Additional information reported on a 3500a stated ICD lead malfunction. No conclusion can be drawn insulation, hole(s) in device failure malfunction.

Event description:
It was reported that the lead showed evidence of a breach in integrity, and it was replaced. No patient complications have been reported as a result of this event.